Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the (B)(6) 2021. The patient reported dizziness, and abdominal pain, but he was unaware of the cgm inaccuracy until he went to the local hospital on (B)(6) 2021. His cgm-tandem displayed 180 mg/dl; however, his bg was per the emergency department (ed) was 1400 - 1490 mg/dl. Once at the hospital, the patient reported chest pain and nausea; the patient was treated with morphine, zofran, insulin, and after four hours, he was transferred to a va medical center (vamc) on (B)(6) 2021. The patient was admitted to the vamc where he received unspecified treatment, diagnosed with kidney failure, and discharged after his glucose stabilized. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.